Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and pregnancy with contraceptive device ('pregnancy/had unwanted pregnancy') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not under went essure confirmation test". The patient's medical history included multigravida and parity 2 ((B)(6) 2005, (B)(6) 2008.). In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2011. At the time of the report, the pelvic pain had resolved and the pregnancy with contraceptive device, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, nausea, vaginal discharge and fatigue outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered cystitis, fatigue, female sexual dysfunction, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: essure 2008- unsuccessful. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Event injury nos was replaced by the new events: infection (bladder/ urinary tract/vaginal), apareunia (inability to have sexual intercourse), nausea, pain, vaginal discharge, fatigue, plaintiff did not under went essure confirmation test, pregnancy, device ineffective. Event outcome was updated for the event: pelvic pain. Historical conditions and reporter's information were added. Incident. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.